Event description:
It was reported that the patient received a tka on (B)(6) 2014. On (B)(6) 2015 the patient's tibial component was revised. The tibial component is not a zimmer tmt design controlled part. It is unknown if the tm patella was revised. The patella is a tmt designed controlled part.

Manufacturer narrative:
The tm patella was manufactured, inspected and packaged within established process specifications. It was also found to be compatible with the femoral component that was implanted. The tm patella is not reported to have failed and remains implanted. Note that the persona tibial component is of zimmer (B)(4) design control and the tm patella is of zimmer (B)(4) design control. This investigation is considered closed at this time; however, should additional information become available, this report shall be updated.

Event description:
It was reported that the patient received a tka on (B)(6) 2014. On (B)(6) 2015 the patient's tibial component was revised. The tibial component is not a zimmer tmt design controlled part. It is unknown if the tm patella was revised. The patella is a tmt designed controlled part.

Manufacturer narrative:
Investigation in process.